Event description:
Customer reported via phone call to have received a button error alarm while walking outside in the heat. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and cracked case at display window corner.